Event description:
It was reported during procedure that the lead failed to capture or sense. It was discovered that the lead insulation was broken. The lead was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were failure to capture, no sensing, no pacing and ¿lead insulation at the proximal end was broken¿. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of failure to capture, no sensing and no pacing was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. The cause of the reported events of failure to capture, no sensing and no pacing was due internal shorts found due to over-torquing the inner coil inside of the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. The reported event of ¿lead insulation at the proximal end was broken¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.